Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15153766 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. This is one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00152, 1058196-2011-001 and 1058196-2011-00154. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00152, 1058196-2011-001 and 1058196-2011-00154. Additional information will be submitted within 30 days upon receipt.

Event description:
The procedure was coil embolization for abdominal aneurysm, after four coils (idc, boston scientific (B)(4)) were placed in the aneurysm, the coil (B)(4) (complaint product 1) was used. When 2mm of the embolic coil was exposed and once pulled back, it became detached without any resistance. All the system was removed from the patient's body and changed to other coil and microcatheter (renegade 2marker 150cm, boston scientific. After that, the same event happened when the coil (B)(4) (complaint product 2) and (B)(4) (complaint product 3) were used. Both coils were placed in the target lesion successfully later. The procedure was completed with other coils without patient injury. The two coils ((B)(4) (lot15208494), (B)(4) (lot15153766) that also prematurely detach were implanted and remained completely within the aneurysm. An adequate continuous flush was maintained through the (mc) microcatheter at all times. The mc was not re-shaped prior to use. No damages were noticed on the microcatheter that may contribute to the reported event, and there were no complaints against the microcatheter. A cd copy of the procedure was not available. The target lesion was common hepatic artery that was not calcified and moderately tortuous.

Manufacturer narrative:
During a coil embolization of a common hepatic artery aneurysm after placing four coils in the aneurysm the next three coils which were trufill dcs orbit coils prematurely detached ((B)(4)). The first orbit coil was removed as a unit with the microcatheter and the other two were ultimately placed successfully in the target lesion. The procedure was completed with other coils without any patient injury. A renegade dual marker 150 (boston scientific) microcatheter was used to place four idc/boston scientific japan coils. Following this when 2mm of the 10x30 rdfl complex standard trufill dcs orbit ((B)(4)) was exposed and pulled back once, it became detached without any resistance. The system was removed from the patient. The same thing happened with the 14x30 complex standard rdfl orbit coil ((B)(4)) and 8x24 complex fill orbit ((B)(4)) were used. Both of these coils were successfully placed in the target lesion later. No further procedural details or procedural images are available. The microcatheter was not reshaped. The vessel characteristics were reported as not calcified with moderate tortuosity. There is no information available regarding the aneurysm size or characteristics and it is not known if any neck remodeling devices were used. An adequate continuous flush was maintained through the (mc) microcatheter at all times. No damages were noticed on the microcatheter that may contribute to the reported event, and there were no complaints against the microcatheter. It is not known if the microcatheter was repositioned over the deployed coils. It is not known if coil entanglement contributed to the event. The delivery system was not returned for analysis. A review of the manufacturing documentation associated with the (B)(4) lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 15153766 and coil assembly lot # 15146901, lot # 15127603, lot # 15124650 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results testing. It is possible that procedural factors may have contributed to the reported premature detachment of the coils; however, without the return of the delivery systems for analysis and based on the minimal available information, no conclusion can be made. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00152, 1058196-2011-001 and 1058196-2011-00154.